Event description:
During isolex 300i procedure, connection of filtrate line to spinner detached on isolex 300e disposable set. Cells were recovered and procedure restarted with new disposable set. Due to low yield on finished product, the pt was remobilized, collected, and reinfused. Pt doing fine at this time. Investigation on returned disposable set in progress.